Event description:
It was reported that while the user was working on a truck and turned while lying on his side, the ilet screen developed lines and the touchscreen became unresponsive, rendering the screen unusable; the device component implicated was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem affecting user interface responsiveness, consistent with a key or button/touch input not working and localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.